Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user attempted to connect a dexcom g7 sensor to the ilet but had entered no pairing code in the ilet, leading to an initial ¿start sensor¿ state; during the call the user was guided to enter the sensor pairing code, after which the ilet indicated it was pairing with the sensor. Symptoms included hypoglycemia with a lowest glucose of 51 mg/dl, improving to 64 mg/dl during the call, and the user self-treated with oral carbohydrates. Outcomes included transient low glucose for about 10 minutes without alarms, professional medical intervention, or use of backup therapy. Investigation included technical troubleshooting and user education regarding correct sensor pairing steps. Investigation of this case revealed use error related to incorrect or omitted pairing code entry for the dexcom g7 and an initial attempt to pair via the dexcom app without configuring the ilet, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.